Event description:
It was reported that the patient presented with a grade 3 sah (subarachnoid hemorrhage) on (B)(6) 2013 and had her ica (internal carotid artery) blister aneurysm treated with a pipeline on (B)(6) 2013. The patient had a re-bleed twice two days post procedure and subsequently expired.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).